Event description:
Customer reported the joystick is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos board and repaired the rui. System operates as intended.